Event description:
Ruptured silicone implant pt had implant since 1977. Pt developed cyst in rt breast mammogram revealed ruptured implant in 1998, had some previous I and d - now having implant removed.